Event description:
Material: 309628, batch#: 3027085. It was reported that the bd luer-lok leaked. The following information was provided by the initial reporter: when the doctor drew up the medication and took out the filter needle and tried to switch to the injection needle, some of the medication popped out. There was not a full dose and the patient did not get the dose." The doctor was switching between needles some of the medication leaked out from the tip of the syringe. The doctor did not notice any defects in the syringe, however some of the medication leaked out onto the floor. The patient did not receive the dose as there was not enough medication left. Syringe is available to return.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.